Manufacturer narrative:
An outside united states (ous) customer reported observation of discordant elevated enhanced estradiol (ee2) results obtained on two patient samples when processed on an atellica im 1600 analyzer, while quality control (qc) results were outside of ranges. Siemens is evaluating the event.

Event description:
The customer reported observation of discordant elevated atellica im enhanced estradiol (ee2) results obtained on two patient samples while quality control (qc) results were outside of ranges. The initial elevated results were reported to the physician(s); these results were questioned by the physician(s). The same samples were retested on an alternate atellica im and lower results were obtained. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant elevated enhanced estradiol (ee2) results.

Manufacturer narrative:
D: MDR 1219913-2024-00288 was initially filed on 12-apr-2024. An customer from outside the united states reported observation of discordant elevated enhanced estradiol (ee2) results for two patient samples which were processed while quality control (qc) results were outside accepted ranges. Siemens has concluded the problem investigation. The customer observed qc excursion and repeat-tested patient samples which had been tested while qc was out of range. Repeat results for the discordant samples were lower than the initial results, and accepted as correct. Review of assay calibration data showed no issues, and no relevant errors were observed in the instrument event logs. Review of the customer¿s overall ee2 qc performance showed results similar to those of peers. Siemens performed an equipment check as a part of troubleshooting; no faults were detected. Minor parts replacement and adjustment were performed for the secondary vacuum system as part of routine service. The equipment was tested and released to the customer. Siemens review of internal reagent qualification data, customer field data, and biorad quality control data indicates that atellica im ee2 reagent lot 098 is performing acceptably. The customer continues to test controls and patient samples using atellica im ee2 reagent lot 098 without additional issues. Based on available information the cause of the falsely elevated discordant results could not be determined. The customer is operational following on-site repair, and the reported issue was resolved by standard service actions. Note: in section h6, the codes for investigation findings and investigation conclusions were updated.